Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump jammed. The pump jam occurred in both forward and reverse direction. The flow rate on display did not change, stayed at "0.0". As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, blood loss or adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.